Manufacturer narrative:
Two opened knife samples with foam protectors were received correctly seated in package trays with tyvek lids for the report of not polished, dull. The samples were visually inspected and were found to be conforming. The samples were then functionally tested for penetration and were conforming. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. The returned samples were found to be conforming therefore, a not polished, dull blade as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the cutting instrument was manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that multiple knives were noted to be dull and not polished during separate surgeries. The knives were able to complete the procedures with no impact on the patient's incision. Additional information has been requested.